Event description:
It was reported that the patient had developed a hematoma forming infection on the top of the ipg and the implant was draining. It was noted that the wound had opened and the physician confirmed that it was not device related but rather procedure related. The patient underwent a revision wherein the pocket site was washed out, placed with antibiotics and sutured closed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7070501.

Event description:
It was reported that the patient had developed a hematoma forming infection on the top of the ipg and the implant was draining. It was noted that the wound had opened and the physician confirmed that it was not device related but rather procedure related. The patient underwent a revision wherein the pocket site was washed out, placed with antibiotics and sutured closed. Additional information was received that the patient underwent an explant procedure due to an ongoing infection. All device components were explanted and will not be returned.